Manufacturer narrative:
A partial lead was returned for analysis in two segments. Final analysis found that the insulation was abraded at 19.4cm to 19.8cm and at 32.2cm to 33.1cm from the end of the lead. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported right ventricular lead exhibited loss of capture at maximum output. The lead was explanted and replaced. The patient's condition post procedure was stable.